Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had power cycled several times during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.